Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that the pt has not charged the ins "in several years" and the pt needs an MRI. Rep is doing a passive mode recharge so they can put the ins into MRI mode. Caller stated patient was able to start charging ins normally last night and stated they charged to 100%. However, in office today while attempting to interrogate with tablet, message appears that ins is too low and they aren't able to enter programming session. Technical services specialist (tss) reviewed patient needs to charge ins enough to where tablet can connect, they can clear power on reset (por) and enter MRI mode. Tss reviewed ins charging/discharging behavior and to ensure patient keeps ins charged. No symptoms were reported. Rep reported that they did a trickle charge and it did momentarily return to normal charging mode but it went dead right away afterwards. The issue is not resolved and pt is going to talk to his provider about documenting dead battery to get MRI. Pt has not seen provider recently (appt scheduled in june and will be meeting with another mdt sales rep at that time to discuss replacement.)